Event description:
After an implantation period of approx. 69 months, oversensing was reported via home monitoring. During the revision procedure, a new defibrillation lead was added. The atrial bipole of the kentrox lead was reconnected to the ICD, as no noise could be seen at that time. No adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been carefully analyzed. The available iegms confirmed the presence of noise on the rv and ff channel which led to vf detection. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.